Event description:
A report was received that the patient was experiencing pocket discomfort due to the lead creating tension between the anchor point and the pocket. The patient underwent a revision procedure wherein two lead extensions were added. The patient was doing well postoperatively.